Event description:
It was reported that the patient experienced phrenic nerve stimulation. The lead was explanted when repositioning was unsuccessful. There were no patient complications from the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.